Manufacturer narrative:
Physio-control contacted the customer and the customer stated that they will not be sending their device to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The customer reported later that there was no indication of a device failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device lost the ECG signal for approximately nine minutes during use on a patient. The patient was in ventricular fibrillation (vf). No patient details or information on the patient outcome were provided.